Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Device was discarded and not returned. Per the instructions for use of the intrathecal catheter, catheter migration is a known possible risk of use of the device. Additional communication confirmed that the physician did not know what caused the catheter migration. (B)(4).

Event description:
Agent contacted technical solutions through e-mail to report a catheter that was revised. Additional communication confirmed that the catheter had migrated entirely into the pump pocket. Catheter was later replaced and discarded.